Event description:
It was reported to philips that while transferring a patient from the table to the stretcher after the completion of an embolization procedure, the mattress slipped, resulting in the patient falling. The patient received unspecified imaging to confirm that there were no injuries from the fall. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2025-003383. This complaint will be closed as duplicate.